Event description:
Jaws of device fractured. One jaw is etched by a competitor repairer in 1991. No pt involvement was indicated.

Event description:
Jaws od device fractured. One jaw is etched by a competitor repairer in 1991. No pt involvement was indicated.